Event description:
It was reported that during a procedure a polarx fit balloon catheter was selected for use. However, a blood detection error occurred during the procedure, so the balloon and cable was replaced, and the issue was resolved. There is no information provided on whether or not there was blood inside of the balloon catheter. The procedure was completed with no patient complications. The device has been received for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, which noted there was no blood visible inside of the catheter's balloon. Next, they tested the catheter's circuitry and found the catheter did trigger the error for a blood detection when connected to the system, but the catheter passed all inner and outer balloon leak testing. The catheter was then dissected, and the blood detect wires were found to be crossing over and touching each other. Based on all the available information the cause of the blood ingress was traduced to device design, as the wires came loose and crossed which resulted in a false blood detection alarm.

Event description:
It was reported that during a procedure a polarx fit balloon catheter was selected for use. However, a blood detection error occurred during the procedure, so the balloon and cable was replaced, and the issue was resolved. There is no information provided on whether or not there was blood inside of the balloon catheter. The procedure was completed with no patient complications. The device is expected to return for laboratory analysis.